Event description:
Reportedly, the patient has developed "serious injury including pain and physical limitations."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp-2 on the cervical region of spine from vertebrae c5 to c7. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine.the rhbmp-2 collagen sponge was placed outside a cage. Post-op, patient reportedly had progressively worsening pain in his neck, left arm and back, and difficulty swallowing. Patient continues to experience chronic left-sided neck pain, with pain radiating to his left arm and chest area, muscle spasms, numbness and tingling throughout his left side, and swelling in his lower extremities. Patient also reportedly suffers from limited mobility, difficulty breathing and sleep apnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient underwent fusion surgery and rh bmp-2/acs was implanted. As per the op notes: ¿this was done from c5 through c7 also. Rhbmp-2/acs was placed into the facet joints as well as in the interlaminar area prior to placement of bone graft. Findings: motion about the facet joints at c6-c7 consistent with an incomplete arthrodesis.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.